Event description:
It was reported via an "assessment of suicidality" form that the patient had recently experienced two suicidal gestures that were described as "definite but very ambivalent" and "no danger to life." It was indicated that there was no relationship to the patient's medication and a probable relationship to the patient's mental disorder. The relationship of the suicidal gestures to vns is currently unknown. Attempts for additional information have been unsuccessful to date.